Manufacturer narrative:
The suspect device was evaluated by olympus onsite at the user facility. The reported problem could not be reproduced; no problems were noted during the evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image became "black" when the cart was pushed slightly. The problem, as reported to olympus, occurred during an "endoscopic examination." The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation a review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not duplicated. And the system ran without problems during onsite service. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.